Manufacturer narrative:
(Intervention required) - eval results: arterial trauma/dissection/perforation. Small diameter, moderately tortuous, and severely calcified vessels.

Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were moderately tortuous, severely calcified, and small, and due to the calcification, the lumen was 5 mm in diameter. The pt was not an open repair candidate and had co-morbidities including a history of stomach surgeries and having no colon. It was reported that no conduit was used, and the physician dilated and ballooned the vessels to advance the stent graft; the graft was able to be deployed. Upon removal of the delivery catheter, there was trauma to the vessel with extravasation, in the right external iliac artery. The physician elected to implant a stent from another MFR, which successfully resolved the trauma to the vessel. No additional clinical sequelae were reported, and the pt is stable. The talent delivery system was discarded by the user facility.